Event description:
It was reported that the customer had high blood glucose levels of 545mg/dl. The customer treated with manual injections. The customer also reported receiving no delivery alarms. Customer's blood glucose level at the time 359mg/dl. Troubleshooting occured, and it was determined that there was an occlusion. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).